Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was unable to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test and basic occlusion test. Device failed prime/a33 test at 2.5lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test or verify motor error due to prime anomaly. The motor was tested outside the device and passed. E70 alarm was not found in history file.